Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment performed in center in 2007, the patient was shaking, shivering and felt nauseous. The patient was sent to the ER and admitted with a hgb of 7.3. He received three blood transfusions and was discharged on two days later. The patient reported that he did not perform rinseback due to clotting for approximately 7 hemodialysis treatments between approx a month earlier and three days prior to original date, resulting in an estimated blood loss of 190cc for each treatment.

Manufacturer narrative:
Facility staff has attributed the reported blood loss events to inadequate heparinization as well as not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. The user's guide also states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.